Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 343 mg/dl and symptoms of diabetic ketoacidosis. The customer felt that the insulin pump was functioning properly, but the doctor requested a replacement. Nothing further was reported.